Event description:
Complainant alleged that the clinician was monitoring a pt (age and gender unknown) when the device display suddenly became bright yellow and became unreadable. After a few short minutes, the display went back to normal and became readable. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.